Manufacturer narrative:
A ge rep evaluated the system and found faulty video controller board, but customer will contract through 3rd party for repair. (B) (4).

Event description:
Customer reported intermittent image problems. No pt injury was reported.